Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic during a follow-up in back-up vvi mode. The pulse generator was explanted and replaced. The patient tolerated the procedure well and was in stable condition.